Event description:
A report received from the clinical study in another country, indicated that a patient experienced a myocardial infarction the following day after implantation of two cypher stents. A procedural complication of distal dissection of the side branch of the main branch of the left anterior descending coronary artery was noted. Patient demographics were not given but the patient was not a previous smoker and had a history of hypercholesterolemia, hypertension, a previous myocardial infarction (q-wave) and a previous percutaneous coronary intervention. Medications at base line included aspirin, ticlopidine, ace inhibitors, serum lipid lowering drugs and beta-blockers. Medications intra procedure included lib iiia inhibitors (bolus and infusion) and 5000iu of heparin. Target lesion was the first diagonal of the left anterior descending coronary artery (lad). No information regarding the vessel attributes or the lesion characteristics was provided. Both stents were implanted by the crushing technique. For implantation of the first stent in the main branch of the lad, predilation was conducted with an unknown 2.5 x 20mm balloon at 12 atm. A cypher 3.0 x 23mm stent was implanted at 16 atm, and post dilatation was conducted at 18 atm with an unknown 3.0 x 20mm balloon. Kissing balloon was also performed with a 3.5 x 15mm unknown balloon at 12 atm. For a distal dissection, which occurred, an additional 3.0 x 18mm cypher stent was implanted at 14 atm overlapping the initial cypher. Final percentage of stenosis was zero with a timi flow of 3. The second 2.5 x 18mm cypher stent was implanted at 14 atm in the first diagonal of the lad. Predilatation was conducted with an unknown 2.5 x 13mm balloon. Post dilatation was conducted with a 2.5 x 16mm unknown balloon and 14 atm and kissing balloon was also conducted with a 2.0 x 15mm unknown balloon at 12 atm. An additional 2.5 x 13mm cypher was implanted at 14 atm overlapping the initial cypher to treat a distal dissection. Final percentage of stenosis was zero with a timi flow of 3. Intravascular ultrasound was not performed. The following day after the procedure, a myocardial infarction was diagnosed, location unknown. An echocardiogram was not done; however, increased cardiac enzymes were reported. Cpk was 336, ck-mb was 379 and troponin was 105. There was no treatment, the event resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that there are four products involved in the same patient reported under the same manufacturing number. Additional information will be submitted within thirty days upon receipt.